Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor fractured while in the body and unsure about the sensor was still in the body. Customer¿s blood glucose level was 82 mg/dl at the time of incident. Customer reports that they did not receive medical treatment as a result of the sensor fracturing while still in the body. It was also stated that the cannula was missing. The device will not be returned for analysis.